Event description:
It is reported that the patient has experienced multiple dislocations and additional procedures including a revision.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.